Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be detached from catheter connector on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hub detachment was confirmed but the exact cause remains unknown. One assembled 4 fr groshong nxt two-piece connector was returned for evaluation. The connector was attached to a statlock securement device. The catheter was not present within the connector and was not returned. One assembled 4 fr groshong nxt two-piece connector was returned for evaluation. The connector was attached to a statlock securement device. The catheter was not present within the connector and was not returned. Microscopic observation of the compression sleeve did not reveal any apparent damage or evidence of bunching. The dimensions of the catheter could not be measured as it was not returned. Possible contributing factors include catheter manipulation, assembly issue, and dimensional tolerance issue between components. Since the catheter was not present within the assembled two-piece connector, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be detached from catheter connector on (B)(6) 2020 and (B)(6) 2020. There was no reported patient injury.